Event description:
It was reported that during a low anterior resection procedure, the stapler was fired but only half of the staple line formed correctly. Malformed staples were present on the second half of the staple line and had to be picked out of the tissue using forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. In addition another cartridge was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.